Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not annunciate an audible tone despite volume settings being set to "high". Blood glucose level was 286 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.